Manufacturer narrative:
The product was investigated in the lab of the manufacturer. During the tightness test which was performed for 6 hours no leakage was detected. Only one small water drop was visible at the de-airing membrane. According to bop 7549 ( tightness test during production)the product is operating within specifications when after 75 minutes only one drop is visible or is collecting on the membrane without dropping. According to these criteria's the product has been evaluated to be tight. Thus the reported failure could not be confirmed. The most probable cause of the failure is unknown. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
"During priming procedure using patient blood at recirculation stage, the perfusionist detected a leakage of blood in the top of the housing in the arterial side, clearly the oxygenator leaked from the housing and in connector or luer. Unit was replaced for a new one." (B)(4).